Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and bard acellular collagen matrix, and coloplast aris trans-obturator tape (not marked on complaint but on sticker on medicals) were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) ¿ prolapse. Additional narrative: it was reported that patient underwent removal of mesh on (B)(6) 2012 due to vaginal discomfort, urinary incontinence and pop. No additional information was provided

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient concurrently underwent anterior, posterior colporrhaphy and perineorrhaphy.